Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator's (crt-d) battery depleted earlier than expected. The patient required 100% pacing in the atrium and both ventricles. In addition, the patient had elevated thresholds and the device has diverted 20 episodes. The device was explanted and a new device was implanted. The device was returned for analysis.